Event description:
It was reported that the customer changed the insertion site and received a no delivery alarm before inserting the infusion set into himself. The customer's blood glucose was 190 mg/dl. Troubleshooting for the no delivery alarm was done. Explained that the alarm was caused by a set or reservoir occlusion. Advised to replace the infusion set and reservoir. Explained to the customer that there was a connection malfunction between the reservoir and infusion set. The customer later stated that he resolved the issue. Advised to monitor the insulin pump and customer's blood glucose levels. Advised to call back if any issues occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.